Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to past encoder errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and unit was able to start in normal mode and accept multiple instruments with no issues. On the pftp the unit pass fiber power, sine cycle, carriage strength and insertion friction tests. Visual inspection of the carriage rotors and isa did not find any factors that could contribute to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that there were errors with arm 3 at power up. The staff attempted to resolve the issue by power cycling the system, but this did not lead to any change. Despite the errors, they were able to disable arm 3 and continue using the system without it.